Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that viper prime rod holder shaft, viper prime rod holder stem, prime rod holder pushrod, and unknown rods were involved in an event. During a procedure, after rod installation, the holder could not be removed from the rod. The probe marker was placed on the holder, and the holder was hammered to detach it, resulting in the tip of the probe marker bending. The surgery was completed successfully without any surgical delay. There was no consequence or impact to the patient, and no observable clinical symptoms or changes were identified.